Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid, fatigue, dizziness, breathlessness and malaise. The cause of the event was not reported. It was reported that the patient went to the hospital, however, it was not reported if the patient was admitted. The patient was treated with unknown antibiotics for the event. At the time of this report, the patient remained hospitalized and the outcome was unknown. Pd therapy was ongoing. No additional information is available.